Event description:
It was reported that the patient with this right atrial (ra) lead experienced vague of pain on the neck. In addition, post one week implant, this ra lead has dislodged. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicates that dislodgement was confirmed via x ray and fluoroscopy.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced vague of pain on the neck. In addition, post one week implant, this ra lead has dislodged. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported.